Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary background: 03/16/2020: updated ed: it was reported that on (B)(6) 2020, during lumbar hardware removal and reinstrumentation. The surgeon was removing unknown hardware, 2 screwdriver tips broke while using our evolution srb removal set. The surgeon was re-instrumenting and one of our expedium t20 drivers broke inside the screw. All pieces were removed. The procedure was successfully completed with a 10-minute surgical delay. The patient outcome is unknown. Concomitant device reported: screw remover, broken (part# rs2013543, lot# 686644e13, quantity 1). This complaint involves four (4) devices. Investigation flow: damage. Visual inspection: the xpdm quick-con si poly screwdriver (p/n: 279712400, lot #: mi41514) was returned and received at us cq. Upon visual inspection, it was observed that the distal tip of the screwdriver was broken. Scratches were observed on the device which has no impact on the functionality of the device. No other issues were identified with the returned components of the device. Dimensional inspection: dimensional analysis was performed on the shaft of the returned device. Based on drawing, the outer diameter of the shaft of the screwdriver was measured to be within the specification. Document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed. The device received was broken. Hence confirming the allegation. Investigation conclusion: the complaint condition was confirmed for the xpdm quick-con si poly screwdriver (p/n: 279712400, lot #: mi41514). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a review of the receiving inspection (ri) for xpdm quick-con si poly screwdriver was conducted identifying that lot number mi41514 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 28 sep 2015 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history batch device history review the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: screw remover, broken (part# rs2013543, lot# 686644e13, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: updated data-d4. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during lumbar hardware removal and re-instrumentation, the surgeon was removing unknown hardware when two screwdriver tips broke. This occurred when using the evolution srb removal set. The expedium t20 drivers broke inside the screw. All pieces were removed. The procedure was successfully completed with a ten (10) minute surgical delay. Patient outcome is unknown. Concomitant device reported: unknown screw (part # unknown, lot # unknown, quantity 1), hexlobe driver, male (part # hd203t20, lot # unknown, quantity 1), hexlobe x20 (part # cd101019, lot # unknown, quantity 1). This report is for one (1) expedium spine system quick connect si poly driver. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 - codes updated to imdrf codes. Visual inspection: the xpdm quick-con si poly screwdriver (p/n: 279712400, lot #: mi41514) was returned and received at us cq. Upon visual inspection, it was observed that the distal tip of the screwdriver was broken. Scratches were observed on the device which has no impact on the functionality of the device. No other issues were identified with the returned components of the device. Dimensional inspection: dimensional analysis was performed on the shaft of the returned device. The outer diameter of the shaft of the screwdriver was measured to be 3.92 mm (ca 215p). This is within the specification of 3.92 +/- 0.03, based on drawing: dwg-2797-12-405, rev. F document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed: expedium si quick connect polyaxial screwdriver: 2797-12-400, rev. K/h, expedium si- quick connect polyaxial screwdriver- t20 driver shaft: dwg-2797-12-405, rev. F. Investigation conclusion: the complaint condition was confirmed for the xpdm quick-con si poly screwdriver (p/n: 279712400, lot #: mi41514). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - a review of the receiving inspection (ri) for xpdm quick-con si poly scwdrvr was conducted identifying that lot number mi41514 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 28 sep 2015 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review - the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.